Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was determined that the proximal pressure on the da board was reading higher than 0.65. The fse explained to the customer the unit has an operating pressure range of 40psi to 87psi. It is allowed to go up to 100 psi. Anything below 40 or above 100 will cause the o2 solenoid to shut off the flow of o2. The customer was also informed cu he will also need to verify the transport cylinders have a two stage regulator. The regulator needs to be set to have an output of 50 psi. The customer ordered new proximal solenoids and another da board. The customer released the pressure by disconnecting the o2 hose then performed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
It was reported that the unit alarmed that the proximal pressure was high and that the unit alarmed that oxygen was not available. There was no patient involvement.